Event description:
It was reported that the patient had expired. There is no allegation from a healthcare professional that the patient's death was device related; however the cause of death remains unknown. Upon device interrogation postmortem, a battery performance alert (bpa) was noted. It was speculated that the bpa was delivered due to cold temperature exposure postmortem. Additional information has been requested but not received.